Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was intermittently unable to charge unless the customer manipulated the usb charging cable. The customer's blood glucose (bg) level was reportedly "good". Reportedly, the customer was able to charge the pump successfully by using an alternate usb cable.